Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: following your return on lot 9031922 and the absence of anomalies noted by our supplier on our plcs, we decided to put back into circulation the lot of citrated tubes 9031922. As soon as it was reused again, we had the alarms on our q.i.p. Controllers for insufficient quantity ((B)(6) 2019). I went through our results again to eliminate outliers like the first time. I didn't find any. We therefore decided to work again with an open cap (no alarms or outliers and no possibility to remove all the labels from the tubes to check the batch number upon receipt at the laboratory).

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and draw issues with the incident lot was observed. Evaluation/testing of the customer samples was performed and underfill was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA (B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: following your return on lot 9031922 and the absence of anomalies noted by our supplier on our plcs, we decided to put back into circulation the lot of citrated tubes 9031922. As soon as it was reused again, we had the alarms on our q.i.p. Controllers for insufficient quantity ((B)(6) 2019). I went through our results again to eliminate outliers like the first time. I didn't find any. We therefore decided to work again with an open cap (no alarms or outliers and no possibility to remove all the labels from the tubes to check the batch number upon receipt at the laboratory).